Event description:
It was reported by the affiliate that when the device, with reload cartridges, was used during a cystectomy procedure, staple line bleeding occurred. Opened another device to complete the case. There was no consequence to patient.